Event description:
On (B)(6) 2011, pt reported having issues with infusion sets leaking. Pt stated they are leaking between the connection of the infusion tubing and the infusion site. Pt reported he will notice that insulin is leaking from the infusion site when he checks his sites. Pt stated he feels the connection between the infusion tubing and the infusion site is not as secure. Pt reported this issue occurred for the first time last week and then the same issue occurred again today. Pt stated the site today had only been in use for 2 days. Advised pt to switch to a different box of infusion sets. On call back pt reported about 10 minutes after ending the original call, he removed the infusion site to insert a new one and when he removed the site he noticed the site was infected and had pus around it. Pt stated, he thinks the infusion site was leaking because it was blocked due to the infection. Pt reported he put antibiotic ointment on the infusion site and covered it with a bandage. Reviewed site preparation. Pt stated he inserted the new site in a different location and has not had any add'l insulin leaking. On f/u call on (B)(6) 2011 pt reported everything is going okay. Pt stated the sore from the infusion site is healed and he has not had anything leaking at the site since changing it. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.